Event description:
It was additionally reported that the controller was exchanged due to heartmate touch (hmt) connection issues. The mobile power unit (mpu) was also to be returned. Log file review showed no other unusual events recorded. The patient was seen on (B)(6) 2025 again in clinic. Numbers were able to be pulled up on the hmt with no issues. The additional log files showed no unusual events recorded following the controller exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a clock not alarm on the system controller (serial number: (B)(6) was confirmed via log file analysis. The reported event of the system controller being unable to communicate with the heartmate touch was not able to be confirmed. The controller returned in unremarkable physical condition. The controller was able to pass all functional testing without issue. The controller was able to communicate with the test equipment without issue, even when the cable responsible for communication was manipulated. A clock not set alarm was active from the beginning of the first submitted controller event log file. The onset of the alarm was not captured in the event log file. Due to the onset being overwritten, the exact cause of the alarm was not able to be determined via this analysis. The clock not set alarms did not prevent the controller from supporting the pump as intended in the data reviewed. The clock not set alarm resolved when the clock was reset on (B)(6) 2025. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported events was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. This section also instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.